Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The blood glucose level ranged from 210-220 mg/dl. The customer reported that the occlusion was resolved by unloosening his belt from the tubing and declined tandem technical support's offer to troubleshoot.